Manufacturer narrative:
Continuation of d11: product ID 8780, serial# (B)(6), implanted: (B)(6) 2013. Product type catheter product ID 8784, serial# (B)(4), implanted: (B)(6) 2017, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative on 2020-jun-08. It was reported that the event date was (B)(6) 2019. The pa who managed the patient noted that there were no concerns during the refill which is why the septum material was called into question. The patient had reported feeling sleepy after the refill which prompted them to withdraw the medication, which is when they found the 3cc difference pocket fill. No further complications were reported.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. At the catheter revision, they had identified rubbing/shearing of the catheter near the pump connection piece. The product was being returned for analysis. Additional information was received from an hcp via a company representative on (B)(6). It was further reported that the pump was also explanted and replaced on 2020-(B)(6) at the time of the planned catheter revision. At the catheter revision, the surgeon informed the managing physician assistant (pa) that a pocket fill occurred during a refill which had raised concerns over reservoir septum quality. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. No troubleshooting or diagnostics were performed. The issue was resolved as of 2020-(B)(6) . The patient was without injury regarding their status as of 2020-(B)(6) . Thecompany representative was in possession of the explanted device. The pump administered the fo llowing: baclofen (concentration: 550 mcg, dose rate: unknown), bupivacaine (concentration: 15 mg, dose rate: unknown), and prialt (concentration: 25 mcg, dose rate: 1.8 mcg). Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but were unknown.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter product ID 8784 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-sep-2014, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 26-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-may-13 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. It was reported that during a refill appointment, the hcp withdrew 12ml of drug when 5ml were expected. The hcp then conducted a side-port procedure on (B)(6) 2020 and could not aspirate. There were no applicable environmental, external, or patient factors that may have led or contributed to the issue. The patient was to be scheduled for a catheter revision. The issue was unresolved at the time of report and the patient's status was alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
H6: the previously applied codes only apply to the 8784 catheter (serial # (B)(6)) and the pump (serial number# (B)(6)). These codes no longer apply to the 8780 catheter (serial# (B)(6) 1). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump segment of the catheter was completely replaced along with part of the spinal catheter segment during the revision. The remaining portion of the spinal segment of the catheter remained implanted and inactive. A new 8780 catheter was implanted. It was confirmed the affected device associated with the rubbing and shearing was the 8784 catheter. The explanted catheter had been sent back to the manufacturer and the tracking number was provided. The information provided had been confirmed with the physician/account.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿no significant anomaly¿. Analysis of catheter model 8780 (sn# (B)(6)) found ¿no significant anomaly ¿ acceptable testing - catheter incomplete/returned in segments¿. Analysis of catheter model 8784 (sn# (B)(6)) found ¿catheter body ¿ damage to transition tube¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.